Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power test monitor) was confirmed. As received, the battery was non-functional. Upon evaluation, the battery cell output voltage was 1.24v. The cause of the inability to power the test monitor is the low output voltage. The root cause of the low output voltage is defective battery cells. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not power a test monitor.